Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (20 mg at 15.04039 mg/day), fentanyl (2000 mcg at 1504.03917 mcg/day), and unknown morphine drug (5.3 mg at 3.9857 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced increased leg and back pain, primarily in their right leg that radiated into their foot. It was noted that the patient increased after a lumbar epidural steroid injection. An increase was made that was helpful and the patient received 90% pain relief following radiofrequency ablation. Additional information received from the healthcare provider via a clinical study indicated that the patient had a constant, sharp pain that radiated from their right hip down to their anterior right leg. Physical exam showed that lumbar flexion increased pain. Additional information received from the healthcare provider via a clinical study indicated that the patient was satisfied with the current pump settings. Additional information received from the healthcare provider via a clinical study indicated that the patient was given a lum bar epidural steroid injection. Additional information received from the healthcare provider via a clinical study indicated that the patient had increased low back and that the pump was not helping alleviating their leg pain. Additional information received from the healthcare provider via a clinical study indicated that the patient experienced increased pain. Additional information received from the healthcare provider via a clinical study indicated that the patient had 5/10 worsening pain. The device was returned and analysis found an anomaly.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified a high current drain due to an anomaly with a (integrated circuit) component on the hybrid (circuit board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.